Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on an unknown date due to unknown reason. The customer reported that the insulin pump was malfunctioning and the plunger was not working properly. The customer was disconnected from the insulin pump and went on manual injections and went low. The insulin pump will not be returned for analysis.